Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During the implant, after the connection of the ventricular catheter to the valve connected to the peritoneal catheter, the liquor didn't flow. Before implantation, during the preimplantation the valve was filled through the water column and passed the test. The patient didn't have iperproteic liquor. The device was explanted and replaced with a new one. No patient adverse consequences have been reported.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The position of the cam when valve was received was 110mmh2o. The valve was hydrated for about 25 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve passed the test. The valve was flushed. The valve passed the test, no occlusion was noted. The valve was leak tested. No leaks were noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3842, with lot cvcb3k, conformed to the specifications when released to stock in 17th march 2016. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.